Manufacturer narrative:
(B)(4). Medical product: unknown nexgen tibial tray: catalog#ni, lot#ni; unknown nexgen articular surface: catalog#ni, lot#ni. Report source: foreign: (B)(6). Multiple MDR reports have been filed for this event. Please see associated reports: 0001822565-2022-00064; 0001822565-2022-00065. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported via a third party clinical study that a patient underwent an initial total knee arthroplasty. Approximately five weeks post implantation, the patient was admitted with a suspected infection due to symptoms of a hot and swollen knee. Samples were sent for culture and the patient was discharged with an antibiotic prescription. Cultures returned negative for infection and blood levels were normal. Attempts have been made and no further information is available at time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The investigation is in process. Once the investigation is complete, a follow-up MDR will be submitted.

Event description:
It was reported via a third party clinical study that a patient underwent an initial total knee arthroplasty. Approximately five weeks post implantation, the patient was admitted with a suspected infection due to symptoms of a hot and swollen knee. The patient was admitted to the hospital where a knee aspiration was performed and samples were sent for culture. The patient was then discharged with an antibiotic prescription. The patient was diagnosed with wound issues as the cultures returned negative for infection and blood levels were normal. Attempts have been made and no further information has been provided.

Manufacturer narrative:
Device history record review was not performed as the root cause of the reported event was determined to be unrelated to the implanted zimmer biomet device. It is expected that a wound heals in stages and should be of normal appearance related to the timeframe since the incision was made. A surgical wound should be well approximated without redness, warmth, swelling and/or purulent drainage for the duration of its healing. The expression 'wound concerns' or 'non-healing wound' would imply that the appearance of the wound deviates from what a surgical wound should appear as. It may be red, have drainage, additional pain, warmth and swelling as well as healing time may be delayed. This deviation signifies an alteration in the wound healing process. Single-use, sterilized devices manufactured or distributed by zimmer biomet are sterilized in accordance with FDA regulations and iso standards to a sterility assurance level of 1.0 x 10-6 or better. Therefore, it is unlikely that the specified device caused any patient infection. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information at time of this report.